Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient faced infusion set cannula bent event (B)(6) 2026. The blood glucose level was high and treated with insulin pump. No further information available.